Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two of the vasoview hemopro 2 jaws broke. Instead of closing the jaws when the harvester was retracting the device, they were kept opened and broke upon removal of the tool from the cannula. No pieces broke off, therefore no intervention was required. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Product is not returning as it was discarded. Refer to 2242352-2011-01264.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unk. Internal file number - (B)(4).